Manufacturer narrative:
The initial MDR 2432235-2021-00053 was filed on 24-feb-2021. Additional information (10-mar-2021): siemens investigated the event. Log file data for sample ID (B)(6) was not available. Quality control materials were in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Pre-analytical variables or a sample specific issue may affect the quality of the sample and could not be ruled out as contributing factors to the falsely depressed creatinine test result. The instrument is performing within specifications. No further evaluation of the instrument is needed. Adverse event problem codes were updated.

Manufacturer narrative:
The customer contacted siemens to report a falsely depressed creatinine (enzymatic creatinine, ecre_2) test result was obtained from an atellica ch 930 instrument. Siemens is investigating the issue.

Event description:
A falsely depressed creatinine (enzymatic creatinine, ecre_2) test result was obtained from an atellica ch 930 instrument. The initial test result was reported to the physician(s). The same sample was repeated on the same instrument twice and tested on an alternate atellica ch 930 instrument once. Higher test results were obtained each time. The first test result from the alternate instrument was considered correct and reported to the physician(s). The correct test result was in alignment with the patient's history. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 test result.